Event description:
On (B)(6) 2019, this patient presented with a penetrating ulcer about 3 cm distal to the left subclavian artery. The patient also had a bovine arch. A gore® tag® thoracic endoprosthesis was advanced using a lunderquist guidewire, and then the stored energy was reduced by going past the landing zone, and then coming back with the gore® tag® device. The physician was maintaining slight forward pressure on the guidewire so that the gore® tag® device would take the outer curve. Unfortunately when the device was deployed the graft deployed 1.5 cm proximal to the desired landing zone, thus covering the left subclavian artery. Patient did not have a left dominant vertebral artery and had no problems after the case.